Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose reached 406 mg/dl. Customer treated with her insulin pump. Her sensor was giving discrepant readings from her blood glucose. She received a reading of 79 mg/dl while her blood glucose was 399 mg/dl. Calibration techniques were reviewed. Nothing further reported.